Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint of the monopolar curved scissors (mcs) instrument did not move during ligament ligation (it does not straighten from a bent position). Upon inspecting the instrument, it was found that the sheath inside the joint was caught, preventing the instrument from unfolding. Since the instrument was unusable, the process of removing it to replace it with a backup instrument was delayed by approximately 5 minutes because the tip was bent and did not come out easily; during this process, estimated blood loss (ebl) was minimal, with no tissue damage, patient abnormalities, or detached fragments. The procedure was completed with no patient harm.